Manufacturer narrative:
A sample has been received by mfg that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4).

Event description:
A nurse reported that while the luer-lok adapter and cannula came off of the syringe while advancing the product during surgery. There was no impact to the pt. Add'l info was requested.